Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Device has been requested but not yet received.

Event description:
According to the customer: during initialization of ECMO procedure a noise in set was occurred. Product was exchanged during patient treatment. (B)(4).

Event description:
Ref.:(B)(4). Customer ref.:(B)(4).

Manufacturer narrative:
Added customer ref.: (B)(4) to description of event in section b. Maquet medical systems, USA(importer) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Contact person- (B)(6).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). Sample has been received in maquet laboratory and investigation has been performed: the pump has been received and cleaned. A visual inspection has been performed and no abnormalities were found. The pump has been connected to the rotaflow drive. Neither noise nor a defect in the functionality could be confirmed. Most probable root cause could not be determined. Thus the failure could not be confirmed. Clinical assessment has been performed by therapy application manager. The video shows the noise. If it comes from the turbine or the drive must be investigated. As it can be seen in the video there is an inadequate position of the pumps and the drive unit. The positioning of the drive should be right as a vertical and horizontal. The video also shows that the red mark at the drive to the turbine inner side is an abrasion. This supports the complaint reported description that the turbine has been run a certain time not adequately put into the drive. Note: the abrasion could also be a result of previous false application. The operation of the turbine without adequate fixation ¿ as described ¿ drive and or turbine can be damaged. The noise is a result of these damages. In order to investigate the drive complaint (B)(4) (rotaflow hardware)has been initiated. DHR for complaint (B)(4) has been reviewed (dms# (B)(4)). There were no references found, which are indicating a nonconformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).